Event description:
New information received notes that inappropriate magnetic reversions were due to a life alert button that the patient wears around neck. The dependent patient was asymptomatic. Patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that several inappropriate magnet reversion episodes were observed on the asymptomatic patient¿s device. No source of emi could be identified. Magnet response electrograms indicated that there was no change to the pacing rate. The patient will continue to be followed normally.